Event description:
During surgery, after inserting g3 nail, the surgeon used u-lag screw (90mm). The hammer was used to insert u-blade. Since there was a gap by the fracturet, the surgeon removed the u-blade extraction adapter. The surgeon was not able to remove u-blade from the u-blade extraction adapter. When the surgeon tried to remove u-blade, the u-blade broke. The surgeon changed the broken u-blade to 85mm and the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report. Additional device: (B)(4), adapter implant extraction set (gamma3 u-blade), lot# k254582.